Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow up report in error. The device manufacturing records for both of the stems that were used have been identified and reviewed. Both records show that the associated devices were manufactured, packaged and sterilised according to specification with no deviations from process. The sterilisation method and sterile barrier system used to package the trifit ts stem have a long history of safe and effective use at corin for a wide range of orthopaedic devices and have been validated in accordance with the relevant internal and external (iso) standards. Corin have completed an analysis of the customer feedback system and we found that we have not received any other reports of infection following trifit ts implantations. Based on this, corin now considers this case closed. However, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A surgeon has reported a post-operative infection a few weeks after primary surgery in two cases.